Event description:
Health care professional reports a blood leak into the dialysate noted near onset of pt treatment. Health care professional dialyzer reused 12 times. Health care professional reports no pt injury.